Event description:
Healthcare professional further reported "any creases" and "valve delaminated from shell." The device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data. Device evaluation: analysis of the returned device identified: crease fold, opening on anterior and wear abrasion. Leak test and microscopic analysis was performed which identified: sharp opening on plug strap bond edge and opening on valve. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: sharp opening on plug strap bond edge assessed as an unidentified (tear) opening. A cracked valve seat diaphragm valve.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device remains implanted.